Event description:
The pt received two pns (off-label) leads from the same lot number. It was reported the pt complained her stimulation was not working well, and she does not have any pain relief. A sjm rep met with the pt. A diagnostics of the pt's system did not show any anomalies. The pt has peripheral (off-label) placement leads, and the physician assistant present during the meeting pressed down on the leads to see if the leads might be too deep but the issue persisted. X-rays have been ordered. Further eval of the issue is pending the x-rays results.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.